Manufacturer narrative:
A getinge field service engineer (fse) stated customer reported the external tank was leaking and holding pressure, a new needed to be placed on the unit every week. Fse confirmed the cart did have a leak and replaced the regulator (0103-00-0637), press xdcr (0682-00-0092-01), tubing assy (0004-00-0103-02) . Fse performed a full calibration and tested the unit. The equipment works to the manufacturer¿s specs, is cleared for clinical use, and was returned to the customer.

Event description:
It was reported that prior to use cardiosave intra-aortic balloon pump (iabp) have helium leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.